Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The patient reported undergoing surgery on their neck and did not place the ipg into surgery mode. They were receiving the message: "cannot connect to generator on their patient controller . The generator is not responding." Technical service requested the clinician programmer logs. In an update received on (B)(6) 2023 reported technical service reviewed the cp logs. The logs showed a connection attempt made on (B)(6) 2023. The signal strength between the cp and the ipg was strong, however the cp could not connect as it was not paired. Multiple pairing attempts were made while on the call with ts. However, the cp logs did not show the ipg entering a bondable state at any point. The message observed on the patient controller indicated the ipg was unresponsive and not providing stimulation. The ipg was not recoverable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. The patient did not put the ipg into surgery mode. Next course of action is undetermined at this time.